Manufacturer narrative:
Initial and final MDR(B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities it was reported that the patient faced infusion set tubing issue on (B)(6) 2024. The infusion set tubing detached from connector. The infusion set was in use for two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.